Event description:
According to the reporter: the staple line was leaking. The pt underwent a re-operation to resolve the leaking issue. The pt sex, age and weight have not been provided. No further details about the event has been provided.